Event description:
A customer contacted baxter's technical service center to report having a check lines and bags alarm with the homechoice (hc) machine during prime. The care giver (cg) stated she had changed out only the cassette and the hc re-alarmed. The technical service representative (tsr) explained the setup was compromised and the cg understood. The tsr advised the cg to never disconnect and reconnect the bags. The tsr then advised the cg to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg regarding the reported event. The cg stated the home patient (hp) was able to resume therapy after starting over with new supplies. The cg stated she understood to change out all the supplies if the cassette needed to be replaced. Per the cg, the hp was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.